Event description:
The patient reported that the device was beeping every eight hours. Follow-up with the physician's office determined that lead integrity alert (lia) was triggered for increased impedance on the rv (right ventricular) lead. No changes have been programmed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).